Event description:
Misfiring of stapler which required a hand sewn anastomosis - increased length of procedure. Pt to operating room / surgery for lower anterior resection and abscess drainage. Laparoscopically and dissected more of the transverse colon away from the splenic flexure. Once this was done, it was adequate length to reach down to the pelvis. I visualized the rectal stump and did a proctoscopy which showed an intact rectal stump, but again it was very short on the intraabdominal portion, and at this time the end-to-end stapler was passed after serial dilation had been done, and the anvil had been placed in the proximal bowel using a pursestring suture. At this time, the anvil and stapler were attached in an attempt to create an end-to-end anastomosis. Upon firing of the stapler and opening 2 - 1/2 full turns, a flattening of the anvil and removing the stapler, the anvil was retained in the pt's colon, and the rest of the stapler was removed. At this time, I re-approached the abdomen, and I noticed that the anastomosis had not been complete and that the anvil had been stuck to some tissue; this was cut down, and the anvil was removed. At this time due to the very short rectal stump, it was decided that the pt did not have enough tissue to fire another contour and try for another end-to-end anastomosis, so a hand-sewn anastomosis was undertaken.